Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product revealed blood on the balloon and contrast on the shaft and in the hub, consistent with preparation and handling. The balloon was tightly folded. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was a longitudinal crack in the hub 1.3 cm in length and distal to the proximal end of the hub. The luer was measured and met industry standards. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked out of the crack in the hub. Factors that may contribute to a damaged hub include, but are not limited to: manufacturing, over-torquing the indeflator or rough handling. During production all catheters are 100% visually inspected for damage and 100% leak tested. In this case, it is likely that the hub was over-torqued during the procedure as there was no damage noted during inspection or preparation prior to use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. There is no indication of a lot specific product quality deficiency. The noted crack in the hub appears to be related to the operational context of the procedure.

Event description:
It was reported that during inflation of the mini trek rx balloon catheter in the distal circumflex artery, the physician noticed that the balloon was damaged because contrast was leaking from the luer lock. The mini trek balloon catheter was replaced with another mini trek of the same size to successfully complete the procedure. No patient effects were reported. No additional information was provided.